Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. The device was evaluated and it was determined that the reported condition was not confirmed. Therefore, the assignable root cause was not determined. However, the malfunctions found during service and evaluation have been confirmed. The assignable root cause was determined to improper maintenance. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the battery handpiece device failed the leak tightness test, moving parts did not move smoothly, the trigger was sticky, had component and cosmetic damage, the housing was bent, the bearing was worn and had foreign debris/substance. The device also failed pretests for general condition, leakage test using bubble emission technique, check for mechanical free moving, check for sticky triggers, check roundness of housing and check fitting of the lid. It was noted in the service order that the device was not operating. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown but was known to have occurred in 2021. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.